Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device is currently shipping from the user facility to bbm laboratory in (B)(4) for investigation. A follow up report will be provided after the inspection results become available.